Event description:
Reporter indicated that the device was extruding through the skin. It was also reported that the pt fell approximately 2 months after having their vns implant. After the fall, the pt was not treated immediatley because their family thought the incision would heal. The pt was taken to the surgeon who revised the generator pocket and there was no evidence of infection. It was further reported that the wound has healed and the pt is doing well. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The likely cause of the wound was the pt's reported fall.